Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(4) with the incident lot was not observed.

Event description:
It was reported that bd vacutainer sst blood collection tubes had hemolysis.